Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd plastipak hypodermic syringe luer lok contained foreign matter. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that bd plastipak¿ hypodermic syringe luer lok¿ contained foreign matter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two physical samples and two picture samples were received for evaluation by our quality engineer. Upon visual inspection of the samples, particles were observed inside each syringe. Through magnified inspection, the particles were identified as polypropylene. A device history record review did not reveal any quality issues during the production of lot number: 1801007 that could have contributed to the observed defect. The polypropylene particle resulted from the molding and transport processes of the syringes. Based on the preventive measures in place and the current inspection plan, this is believed to be an isolated incident with an unlikely reoccurrence. Manufacturing personnel have been made aware of this issue. Complaints received for this device and defect will continue to be monitored by our quality team for emerging trends.